Manufacturer narrative:
The insulin pump had an intermittent button response due to light moisture damage to keypad traces. The insulin pump was received with minor scratches on lcd window and cracked battery tube threads. The drive support disk was inspected and no anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage, display anomaly and keypad unresponsive during normal use. Customer's blood glucose at time of incident was unknown mg/d. The customer stated that there are several small cracks in case. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer doesn't know how it happened. The customer stated frequently no or intermittent response by button press. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced. The customer was asked verbally and in written form to return broken pump for analysis.